Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Later the patient became febrile and hypotensive. Decision was made to explant impella and the patient blood cultures came back positive indicating that the patient was septic. The patient was sent back to the ICU. The cause of the sepsis was not known.

Manufacturer narrative:
An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician. -physical examination findings. -results of special investigations : laboratory test results & imaging studies. -microbiological culture and sensitivity results. -response to previous treatments and therapies. -any relevant epidemiological information or exposure history. -concomitant devices in use. -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site. Because this evidence has not been provided, the root cause of the infection cannot be determined. This report is being filed as part of a retrospective review of historical records.